Manufacturer narrative:
In follow up with the customer on (B)(6) 2013, she stated that she visited her physician on (B)(6) 2013 and was given antibiotics to prevent infection. A medela clinician attempted to contact the customer on several occasions and was unsuccessful. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported discomfort/soreness when pumping with the pump in style breast pump. The customer stated that she noticed on the left side of her breast around her nipple a puss bubble with a little blood. On (B)(6) 2013 during follow up with the customer she reported that on (B)(6) 2013 she visited her physician and rec'd an antibiotic to prevent infection. Discomfort/soreness when pumping, device/bs failure not evident customer states that she just started using the device today and tried pumping and she noticed on the left side a puss bubble come out from around her nipple with a little of blood associated with some pain - doesn't feel like it was the pump that caused it but not sure.